Event description:
The initial rptr contacted shiley to report that he had seen a pt with an ionescu-shiley pericardial mitral valve who was experiencing mitral stenosis. The initial rptr indicated that the pt had experienced symptoms of fluid retention and shortness of breath. The symptoms have appeared "more in the last couple of months".